Event description:
It was reported by an attorney that a patient underwent an obturator sling procedure to correct bladder neck weakness on (B)(6) 2006. In (B)(6) 2006, the patient experienced stress and urge incontinence and symptoms of prolapsed which continued in (B)(6) 2007. The patient experienced three episodes of urinary tract infections and occasional incomplete bladder emptying. On (B)(6) 2007, the patient underwent a sling procedure. On review, she was still suffering from urinary tract infections. The patient complained of shooting pain in the right side of the vagina and had tenderness at the right site of the lower arm of the mesh repair. In (B)(6) 2008, the patient underwent an excision of small piece of mesh from just underneath the vaginal mucosa. Histology confirmed the presence of chronic inflammation. On (B)(6) 2008, the patient underwent excision of the vaginal tape. There was a band palpable on the right lateral vaginal wall. In (B)(6) 2008, gabapentin was prescribed for pain. Then pregablin was started. Pain continued in (B)(6) 2009. She had a lump in her vagina and a grade 2/3 cystocele was found. The patient experienced focal tenderness along the anterior vaginal wall under the scar from where the mesh was inserted. In (B)(6) 2009, a 2mm piece of mesh felt by surgeon and removed. In (B)(6) 2009, the patient continued to have pain. The patient also had further urinary tract infections. A ring pessary was inserted. On exam, a different area of mesh erosion was noted. In (B)(6) 2011, the patient underwent a flexible cystoscopy which showed no evidence of remaining mesh in the bladder and eua showed no cause of the extrusion tape in the vagina. Scar tissue noted at the vault of the vagina. In (B)(6) 2012, crystistat was instilled into the bladder. In (B)(6) 2012, on examination, the mesh could be felt eroding through the vaginal wall. On (B)(6) 2012, the patient underwent removal of mesh.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.